Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 251 (mg/dl). A correction bolus was delivered to address bg levels. Reportedly, customer believes pump settings need to be adjusted. System check with tandem technical support indicated the pump was performing as expected. It was recommended that customer change site; however, customer declined.